Event description:
During a coronary eluting stenting treatment procedure, stent damage occurred. The lesion being treated was severely calcified, 90% stenotic in the right coronary artery (rca). The lesion was predilated with a 2.0 x 15 mm maverick balloon. After predilatation the physician attempted to reach the lesion with a taxus express2 2.75 x 16 mm drug eluting stent. However, the taxus stent was unable to cross the lesion. Consequently the stent was never deployed. The physician then retracted the stent back into the guide catheter. Upon removal of the taxus stent from the pt's body, stent damage was noticed. The procedure was successfully completed with a lekton motion 2.75 x 16 mm stent. No pt complications or injuries were reported. Pt status is reported as "well."